Manufacturer narrative:
Concomitant medical products: product ID: 8578 lot# serial#: (B)(4), implanted: 2018-06-12. Product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 16-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving heparin (875) via an implantable infusion pump. It was reported that the patient's catheter was dislodged. The pump was permanently shut off.